Event description:
A low reading issue was reported with the abbott diabetes care (adc) device. The customer reported a sensor scan reading of 45 mg/dl, and it's unknown whether the customer noted a trend arrow on the device. The customer counteracted several times with oral glucose and cola (soda). The customer later experienced dizziness and had a loss of consciousness. Before the ambulance arrived, the customer regained consciousness; however, they were in a dazed condition. A paramedic measured the customer's glucose level and obtained a healthcare meter reading of 500 mg/dl. The hcp then treated the customer with short-acting insulin (dose unspecified). There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Adc investigated this issue and determined that the sensor associated with this complaint may not meet product design specifications and may produce low glucose readings which are not clinically acceptable. This product has been determined to be within the scope of the investigation and actions conducted under adc field action fa1002-2025. No further investigation actions are required as this issue is confirmed to be in the scope of adc fa1002-2025. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time, the product has not yet been returned for this complaint. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. Section d4 (primary UDI number) has been updated. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the abbott diabetes care (adc) device. The customer reported a sensor scan reading of 45 mg/dl, and it's unknown whether the customer noted a trend arrow on the device. The customer counteracted several times with oral glucose and cola (soda). The customer later experienced dizziness and had a loss of consciousness. Before the ambulance arrived, the customer regained consciousness; however, they were in a dazed condition. A paramedic measured the customer's glucose level and obtained a healthcare meter reading of 500 mg/dl. The hcp then treated the customer with short-acting insulin (dose unspecified). There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low reading issue was reported with the abbott diabetes care (adc) device. The customer reported a sensor scan reading of 45 mg/dl, and it's unknown whether the customer noted a trend arrow on the device. The customer counteracted several times with oral glucose and cola (soda). The customer later experienced dizziness and had a loss of consciousness. Before the ambulance arrived, the customer regained consciousness; however, they were in a dazed condition. A paramedic measured the customer's glucose level and obtained a healthcare meter reading of 500 mg/dl. The hcp then treated the customer with short-acting insulin (dose unspecified). There was no report of death or permanent injury associated with this event.